Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system logs, which recorded errors 3-88, m-02, and 2-71 on (B)(6) 2025. Visual inspection showed that the unit was in good cosmetic condition. During system testing, the erbe displayed errors c-82 and m-02-3 at startup, and the erbe error log recorded errors m-31, m-0b, m-02, and c-00 on (B)(6) 2025. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause of the customer reported issue is attributed to a faulty component of the erbe generator. These errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user informed the technical support engineer (tse) that they experienced ongoing issues with the integrated electrical surgical unit (iesu) for the past month. The user, who was informed of the issue only that morning, mentioned that they had already diverted to a third-party esu before reaching out. No troubleshooting steps were completed, and error logs were not reviewed. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.